Event description:
During a PICC line placement via basilic left arm on a (B)(6) female patient with preexisting condition of thrombosis, the physician made a puncture of the left basilic vein with the needle from the set. It was well visible on echo. He introduced the wire guide through the needle the first 5 cm and then attempted to advance another 5 cm; however, difficulty was experienced as the wire was blocked inside the vein. He noted that nothing was visible on echo; therefore, he tried to remove the wire guide but was unsuccessful. The physician then decided to remove the two devices (needle and the wire guide) at the same time; however, experienced resistance when attempting to remove. At this time, the wire separated on the distal part by 5 cm. It was noted that the wire guide portion, which was left within the body of the patient, was spiraled like a coil. The doctor called the vascular surgeon for assistance and the vascular surgeon experienced the similar problem in retrieving the wire guide. A decision was made to make an incision to open the basilic vein to remove the wire guide (5 cm long). According to the initial reporter, the patient experienced an adverse effect due to this occurence, as the patient had a thrombosis of the vein. The doctor stopped the placement of a PICC line and decided to place a port. No additional information has been provided regarding outcome of the patient.

Manufacturer narrative:
Event evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted. The product was returned in a used and damaged condition. The response from the customer was reviewed. The returned product was visually inspected on may 19, 2015. The part of the coil that remained attached to the introducer wire was stretched out basically all of the way. The anchor joint appeared to be intact. The separated portion of the coil was not unraveled and appeared to have the tip solder joint intact as well. The was in the wire guide holder and appeared to be unused. In addition, the IFU also contains and intended use statement, warnings, precautions and suggested instructions for use for proper and safe use of the device. With the available information, no conclusion can be drawn about the root cause of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation.